Event description:
Health care professional (hcp) reports about 15 fiber leaks noted by blood in the dialysate compartment during the pt treatment. New disposables were used to continue the treatment without incident. All dialyzers were reused prior to the reported events, exact number of times unknown. Hcp reports the same issue with a different MFR's dialyzers and does not link these occurrences to a manufacturing issue at this time. Hcp reports no pt injury or need for medical intervention.

Event description:
Healthcare professional reports a fiber leak noted by blood in the dialysate compartment during the onset of the pt treatment. New disposables used to continue the treatment without incident. Estimated blood loss= 150cc. The dialyzer was reused 23 times prior to the reported event. Hcp reports no pt injury or medical intervention.